Event description:
Same case as: 6000089-2006-01675, -01676. Clinical trial. It was reported that 217 days following a coronary artery drug eluting stenting treatment procedure,the pt experienced a stent thrombosis. The initial index procedure identified one long, de novo, 100% stenosed, mildly tortuous lesion from the proximal to mid rca (right coronary artery) 3.0x80mm in size. The lesion was pre-dilated and three taxus liberte stents were implanted in an overlapping fashion from the distal to the proximal ends of the lesion as follows: a 2.75x32mm stent at 10atm, a 3.0x32mm stent at 10atm, and a 3.50x32mm stent at 12atm. None of the stents were post dilated. The residual stenosis was 0% and the pt was discharged the following day on asa and plavix. The pt experienced a stent thrombosis 217 days following the index procedure. The 100% stenosed lesion was treated with balloon angioplasty resulting in 0% residual stenosis. The pt was reported to be taking asa and plavix at the time of this event. The event was reported to be "definitely" related to the device. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.